Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during that attempted implant of this lead, the physician reported a malfunctioning helix mechanism following repeated attempts to reposition the product. After numerous turns, the helix failed to function as intended and the lead was removed and replaced in absence of any adverse patient effects. The lead was later returned for laboratory analysis.